Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional reported fluid", "serious drainage" and "redness of the right breast after the last 1st revision" and ¿concern for alcl." Healthcare professional additionally reported "hair started falling out, feels hot, severe joint pain, and can't move arm" which are not device related. Patient additionally reported "malaise and breast implant illness" which are not device related. Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one extended opening, missing shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified broken/opening striated. Based on the device analysis the final assessment is: - a striated edge broken in the side anterior assessed as surgical damage. - one opening striated in the side anterior assessed as surgical damage. - no bubbles found related with the complaint reported by the physician. - missing shell assessed as inconclusive.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported "colitis, auto immune disease, right side rupture, implant is deformed and bubbles in their implant." Events of "colitis, auto immune disease" are not device related. The device has been explanted.

Event description:
Healthcare professional reported fluid", "serious drainage" and "redness of the right breast after the last 1st revision" and ¿concern for alcl." Healthcare professional additionally reported "hair started falling out, feels hot, severe joint pain, and can't move arm" which are not device related. Patient reported "right side rupture confirmed via cat scan". Patient additionally reported "malaise and breast implant illness" which are not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.